Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All photographic evidence was reviewed. Reported allegations cannot be identified without x-ray evidence to examine. The fixation surface of the tibial tray was devoid of bone cement. However no evidence of implant loosening at the cement to implant interface could be identified from the photos provided. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the DHR review found19 parts were manufactured per specification and all raw materials met specification. There are 2 non-conformances associated with this lot but there is no correlation between either non-conformance and the failure mode of the complaint. Device history review : the DHR review found19 parts were manufactured per specification, all raw materials met specification. There are 2 non-conformances associated with this lot but there is no correlation between either non-conformance and the failure mode of the complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR review found19 parts were manufactured per specification and all raw materials met specification. There are 2 non-conformances associated with this lot but there is no correlation between either non-conformance and the failure mode of the complaint.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain and tibial tray migration and loosening at the cement to implant interface. The surgeon noted excision of scar tissue. The tibial tray and tibial insert were revised. The patellar and femoral components were retained. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2014, dor: (B)(6) 2017, right knee.